Event description:
It was reported by service report that the bed functions were not working from either side rail and the bed was stuck in high height. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail cable.